Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. Investigation summary: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Event description:
It was reported that the syringe exploded blood all over the nurse's face/chest. The device was operated by a health professional. The event occurred in the hospital. There was unknown patient involvement and unknown patient harm/adverse event reported.